Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical surgery for esophageal cancer, upon performing an esophagogastric anastomosis, the device was partially fired. The surgeon replaced it with another same device.